Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a lca procedure, while using the retrograde drill when advanced to assemble the drill it did not work, breaking along the way. The procedure was completed without surgical delay using a retrograde drl 8mm as back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).